Event description:
It was reported that a foreign material was noticed in the patient's right eye after an intraocular lens (iol) was fully inserted. The doctor was able to remove the foreign material from the eye using sinski hook and phaco irrigation/aspiration (ia) tip. A few minutes delay in the procedure reported, but no incision enlargement, no sutures and not vitrectomy were required. There was no patient injury reported. The patient status is unknown. No further information was provided.

Manufacturer narrative:
Patient information: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable as cartridge is not an implantable device. Explant date: not applicable as cartridge is not an implantable device. Initial reporter name and address: email address: unknown/not provided, as information was asked but not provided; telephone number: unknown, information not provided. It was indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 26 oct 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the provided source photo was received and not evaluated due to the product being received back for evaluation. The alleged foreign material was received inside of a pouch and forwarded to eag laboratories for further analysis. Per eag laboratories, the foreign substance tested is consistent with a polytetrafluoroethylene (ptfe or teflon¿). These results were compared with the manufacturing site library and found the top hit to be "stop ring fixture" with 0.971 correlation. No additional matches were identified. Manufacturing site subject matter experts were consulted regarding the ftir results. Tools and process aids that come into direct contact with the cartridge during manufacturing were evaluated and it was determined that the polytetrafluoroethylene was not related to the cartridge manufacturing process. In addition, the cartridge manufacturing process have controls to identify and discard units with particles, fiber or any other foreign matter before and after the sealing process; and devices are processed within a classified controlled environment. The complaint issue of 'foreign material - loose' was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.